Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that the right atrial lead had intermittent noise and was oversensing. There had also been two spikes in pacing impedance and an impedance trend increase. The lead was explanted and replaced. No patient complications have been reported as a result of this event.